Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department stating their device was 'firing'. Upon interrogation, it was noted that the superior vena cava (svc) coil of the right ventricular (rv) lead had triggered a warning for high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.